Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in functional endoscopic sinus surgery (fess). It was reported that while attaining the registration metric of 1.4 with the health care professional, they were satisfied with the initial accuracy anterior and posterior and media-laterally. When they went to the lateral skull base and the sphenoid the system was displaying the inaccuracy of being inferior when they should have been superior to the anatomy. The manufacturer representative did measure the inaccuracy the measuring tool on the system and it was 3-4.5 mm inaccurate. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated. The logs and archive were reviewed. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.